Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Serial #: unknown, not provided. Model #: unknown, as the serial number was not provided. Catalog #: unknown, as the serial number was not provided. UDI#: a complete UDI # is unknown, as the serial number was not provided. Expiration date: unknown as the serial number was not provided. If implanted; give date: an exact date not provided; however stated as a few weeks ago from (B)(6) 2019. A date of (B)(6) 2019 was entered as an approximate date. If explanted; give date: not applicable. To date, the lens remains implanted. Device manufacture date: unknown, as the serial number was not provided (B)(4). Device evaluation: the lens remains implanted; therefore, was not available for investigation. The reported event could not be confirmed. Manufacturing record review: the serial number was not provided; therefore, a records review could not be performed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor performed his second symfony lens implant; this one a symfony toric lens a few weeks ago and the patient is complaining that they are having a hard time adjusting to the lens. Upon further examination, the doctor found a floater and it appeared the lens had rotated about 10 degrees from the original position. The lens was now back at 60 and placement was at 70 degrees. The patient underwent a vitrectomy for the floater and a lens rotation february 13, 2019. No further information was provided.